Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic after receiving a shock. Upon interrogation, a series of svt episodes were observed. Programming changes were recommended. No further information is available.